Event description:
The customer reported that following a cardiac ablation procedure, it was discovered that the pt developed a skin burn under the grounding pad on the left lower back. The burn was the size of a dime. Silvadine cream was offered but the pt declined due to an allergy. No treatment was used.

Manufacturer narrative:
(B)(4). The incident sample was not returned to covidien for eval.